Manufacturer narrative:
Additional information: h6, h11. H11: the device was tested for upstream occlusion detection and it passed. The device is performing within specifications, however the ultrasonic sensor will be recalibrated as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, upstream occlusion alarm was not reproduced. A review of the event history log revealed upstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The calibration will be performed as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed upstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.